Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause of the event is determined to be use of excessive force during impaction to insert the cage leading to cage fracture.

Event description:
It was reported that; during cage were inserted in the surgery, it got broken.

Event description:
It was reported that; during cage were inserted in the surgery, it got broken.